Manufacturer narrative:
Per management, parent record (B)(4) was determined to be a duplicate record of (B)(4) (not printing ECG reports) and therefore, considered non-reportable.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited an ECG lead fault. There was no reported ptient impact or injury.